Manufacturer narrative:
Findings: unit received with unexpected blank display and constant tone. Problem isolated to m/b. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose was unknown mg/dl. The customer stated an alarm didn't occur prior to the constant tone. The customer was advised to remove battery for five minutes and insert a new battery. Customer stated the constant tone didn't disappear. The customer was advised to remove the battery for 2 hours and monitor the blood glucose and/or resume injection per doctor during the pump rest. The customer was advised to insert a new battery after the device rest. The customer was advised to rewind/reprogram the device after rest. The customer was advised to monitor the pump.